Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 433 mg/dl. Customer was using auto mode feature at the time of event. Customer's mother declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.